Event description:
During open exploratory laparotomy for colon resection, a ligasure atlas tissue fusion open instrument was opened; it was connected to the valley lab triad electro cautery unit; it was not in use at the time but it appeared to activate itself and alarm; it was unplugged until team was ready to use it; plugged in and used by the surgeon; approx 10 mins later, 2 individuals were shocked and the pt appeared to jerk; the ligasure instrument ws being used on the bowel at the time; it was disconnected and a new instrument was opened and the case proceeded. A review of equipment by biomed for facility found that the power tip connected to the esu was not grounded. (Gap noted where ground contact should have blew.)